Event description:
The distal end of the k-wire is threaded. The k-wire broke off just above the threads when the doctor was flexing the patient joint checking to see if the joint was secure. There was a pop and the k-wire broke. There was a 5 to 10 minute delay in surgery since it took extra time to take the x-ray to see where the remaining piece was in the foot. The doctor decided to leave the piece in the patient. The doctor had to use another k-wire in the kit and additional screws to secure the joint. The remaining k-wire was discarded and the broken piece remains in the patient.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. The remaining k-wire was discarded and the broken piece remains in the patient. An investigation has been initiated based upon the reported information.